Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the hospital after receiving multiple appropriate hv therapies, an alert for "charge time limit exceeded" was observed. Two in-clinic capacitor maintenance tests resulted in an additional extended charge times. Device replacement was suggested.